Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator had not worked the same since the pt had a stroke. The stimulator caused pain when the pt stood, and the pt's back hurt where the battery and lead were placed. The pt could walk, lie down, and sit with no pain. The rptr stated the device was never "perfect." Additional info has been requested, a follow-up report will be sent if additional info becomes available.